Event description:
Patient called in june because freestyle libre 14 day sensor packs was missing all 6 sensors. Reship was done on "8/20" and patient stated again that all 6 sensors were missing from the boxes. Ref reports: mw5159376.